Event description:
During the embolization of a ruptured left posterior communicating artery aneurysm, the patient suffered a vasospasm proximal to the aneurysm. The vasospasm was treated with intra-arteria nimodipine, dose not disclosed. The physician stated that the vasospasm "did not permit made a good evaluation of the aneurysm shape." The procedure was stopped. The patient did not suffer any clinical consequence due to the vasospasm.

Manufacturer narrative:
Additional information was received from the physician. He stated that there was no issue with the preparation, advancement or detachment of the coil. Other for no allegation of product malfunction or non conformance contributing to the reported event.